Event description:
It was reported that the physician was unable to communicate with the patient&#39;s generator and believes the device is at end of service. The physician requested that a company representative attempt to interrogate the patient&#39;s generator when the patient is in the office next. The patient has not been seen by the physician again to date. Attempts to obtain additional relevant information have been unsuccesful to date.

Event description:
The patient has not been seen by the physician again to date. The physician believes the failure to communicate the patient's device is due to normal end of service.